Event description:
New information received states that the device was still in rf lockout mode. Previous recommended programming changes was never made. New programming changes were discussed but not made. No further information is available at this moment.

Event description:
It was reported that the device could not be interrogated with rf telemetry. Programming change were recommended but not made. No further information is available.